Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Other relevant device(s) are: serial/lot #: n/a. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that the site has issues with registration. The trace points were showing under the skin on some registrations and also points that were out in space. The site aborted navigation but continued the surgery with fusion system. There was a reported delay of less than one hour to the procedure. There was no reported impact on patient outcome.

Manufacturer narrative:
Software analysis determined that there was no indication that a software anomaly contributed to the reported behavior. The site was registering on a CT exam that had little space for trace registration. The CT only included anatomy between the patient's eyebrow and upper lip. If the site attempted to collect points beyond the scope of the exam, then these additional points would likely render next to or within the head even if the site had auto-refined. If information is provided in the future, a supplemental report will be issued.